Manufacturer narrative:
Pump error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm. The customer¿s blood glucose level was 9.5 mmol/l. Troubleshooting was performed. They were given a series of steps to follow once call ends to clear the alarm. Due to the insulin pump¿s software version, the customer was offered a replacement to which they accepted. The insulin pump will be returned for analysis.